Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon burst while in the patient. Per additional information from the ibc via email 20may2020; there were no missing pieces to the burst balloon.